Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a malfunction of the oxygen blending module assembly and fio2 sensor were observed. The device's oxygen blending module assembly and fio2 sensor need to be replaced to address the issues.